Manufacturer narrative:
The referenced pre-xyphoid abscess was reported under medwatch MFR report# 2916596-2014-01440. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year and 5 months from date of implant to the hospital admission date for infection. The event occurred at (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. The patient was admitted to the implanting hospital on (B)(6) 2014 for a driveline site infection. The patient's condition reportedly did not improve over time despite full antibiotic therapy and unspecified surgical treatment. The patient expired on (B)(6) 2015 with the reported cause of death being septic shock due to the driveline exit site infection.

Manufacturer narrative:
The pump was not explanted for return to the manufacturer for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received: the pump was not explanted as the health professionals did not consider the event as a device failure. No further information was provided.